Event description:
It was reported that the pt hit his head against a street lamp close to the implanted zone. He went to hospital to check the implant because he was no longer able to hear with his device. At the hospital, it was found that the pt had suffered a fracture of the skull with an epidural hemorrhage. He was immediately taken to the operating room where neurosurgeons stabilized him by stopping the epidural hemorrhage. During the surgery, the implant was removed from the pt's head.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.